Event description:
(B)(4). Nickel allergies causing shortness of breath, swelling and hives. Had vaginal bleeding for almost a year after coils were put in. Painful intercourse, bleeding after intercourse, pelvic pain. Have since developed uterine fibroids, endometriosis, and painful bladder syndrome.